Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed an out on calibration force sensor. This report is made based on the results of an investigation completed on 12/04/2013.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 12/04/2013 with the following findings: force sensor calibration reading is above the correct count. Pump powers ¿on¿ and displays ¿verify¿ screen. The unit was primed and exercised for 24h, no ¿loss of prime¿ or power interruptions occurred during testing. Pump¿s cover was removed, no intermittent condition was found to the force sensor circuit or to the power circuit. Force sensor resistance is within specification. A ¿replace battery¿ alarm occurred at power on due to discharged battery being installed. The battery voltage recorded before the ¿por¿ event was above the ¿low¿ and ¿replace¿ battery thresholds. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release